Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4) returned the 2 bags (this is report 1 of 2) to carefusion for evaluation. A visual inspection of the returned units by the director of research, development, and engineering for respiratory consumables indicates the root cause is consistent with a known performance limitation from styrene-butadiene-copolymer (sbc) resins. Given the age of the devices and the contact between flexible pvc and the housing, the material absorbed plasticizer and deformed. A limitation of performance for k-resin sbc indicates plasticizers used in pvc tubing can migrate into k-resin sbc parts in which they are in direct contact, causing a wide range of effects from stress whitening, to swelling, to complete dissolution of the part. This product has been obsolete and production lots have not been manufactured since 2007. Carefusion has completed a health hazard evaluation and it was concluded that the risk level associated with this defect is as low as reasonably practicable. As the product is no longer being manufactured, no additional corrective actions will be taken.

Manufacturer narrative:
(B)(4). The customer has 2 samples and will send them to (B)(4). Carefusion has requested (B)(4) forward the samples for evaluation when received. Carefusion was informed on (B)(4) 2012 that MDR 9610486-2012-00001 was submitted by (B)(4) for this event. Carefusion has requested a copy of the MDR and any additional information; awaiting response. Upon completion of carefusion's investigation, a follow-up report will be submitted.

Event description:
Carefusion received a complaint report from the distributer of this product, (B)(4), on (B)(4) 2012. A customer reported to (B)(4) having 2 the bag I masks (part# 84004503) with o2 inlet ports that appear deformed. The customer stated the o2 ports look like they were 'heated and shrunk.' Part# 84004503 is an internal (B)(4) part# that is identical to part# 84004403, with the exception of the quantity sold within each part number. This customer has had these bags but never used them. There was no patient involvement.